Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states the pump is failing, pump is receiving pump error. The customer was assisted with trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received motor error alarm during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked case at reservoir tube window corners, stained address, serial number label and stained end cap sticker.